Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted tricuspid surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest/indicate the sapien xt valve embolized into the atrium, however, the cause of the embolism is unknown complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported to a field clinical specialist, approximately 5 years post-implant of a 26 mm sapien xt valve in the tricuspid position, the sapien xt valve seemed to have embolized into the atrium. The right atrium was opened surgically and the sapien xt valve was surgically removed. A 26mm sapien 3 ultra was implanted through open surgical access, no sheath was used. The valve was then sutured in place after deployment.

Manufacturer narrative:
Correction to h6 device code type of investigation and investigation conclusions based on additional information received.